Event description:
The customer reported that the system would not boot up. There was no pt injury or death reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The reported issue could be duplicated. The customer canceled the service call. The customer may upgrade to a new system.